Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
In (B)(6) of 2010 patient underwent a right tka. 7 years later, he experienced atraumatic pain, laxity and maltracking patella. He underwent a right revision on (B)(6) 2018. Medical records do not provide an operative note or any product information. Xray examination reveals the primary tka is likely sigma though this cannot be confirmed on xray examination alone. Doi: (B)(6) 2010. Dor: (B)(6) 2018.